Manufacturer narrative:
(B)(4). G2: foreign country: canada. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial implant appeared approximately 1mm smaller on the anterior cortex than the trial resulting in a possible shift posteriorly. The patient has not experienced any complications since the surgery and no additional intervention has been planned. Attempts have been made and all available information has been provided.